Event description:
A report was received that the patient experienced several boughs of unsustained high heart rate. The physician did not believe that the change in heart rate was device related but believed to be due to the stress the patient's body underwent from the scs permanent implant. The patient was prescribed beta blocker to help regulate her heart rate and had no more episodes. No further information was provided to the bsn.

Manufacturer narrative:
.